Event description:
During routine maintenance, a philips service engineer noted some mechanical issues with the skylight gamma camera gearbox and cables. In the process of investigating the issue, the lower section of arm 1 fell from its overhead suspension, nearly to the floor. Fortunately no one was injured. Philips has not determined the root cause. Repairs were made to the device to eliminate the potential for recurrence (device falling from the ceiling). The skylight device has been properly repaired and tested to confirm that it operates as designed, is functioning normally and is safe to use.